Event description:
The reporter stated that when the bilayer matrix wound dressing order was received at the user facility, one of the ten pieces was observed to have wet (B)(4) at the package seal area. It is considered possible that the packaging may be leaking and that sterility of the contents of the one item may be compromised.

Manufacturer narrative:
An investigation has been initiated based upon the reported info.